Event description:
Literature was reviewed regarding a 9-year-old male patient with tetralogy of fallot. His surgical history included neonatal abdominal repair, implant of a medtronic 14mm contegra for right ventricle to pulmonary artery conduit at 1-year-old, and replacement of the contegra with non-medtronic graft at 4-years-old. More recently, the patient underwent implant of a medtronic melody transcatheter bioprosthetic valve. Despite correct guidewire position and successful placement of a left pulmonary artery (lpa) stent, the melody valve and ensemble delivery catheter system (dcs) could not be advanced due to a mechanical obstruction with the lpa stent. The operator removed the entire system and manually crimped the valve onto a balloon-in-balloon catheter. Next, the valve-loaded catheter was reintroduced, advanced past the lpa stent, and successfully deployed in the target position. After balloon dilation of the melody valve, the final angiography showed an optimal result. The patient was discharged on day three post-procedure. At a three-month follow-up, competent valve function was confirmed. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: szeliga et al. Off-protocol melody valve implantation using a balloon-in-balloon catheter after ensemble delivery system failure. Postepy kardiol interwencyjnej. 2025 nov 13;21(4):618¿620. Doi: 10.5114/aic.2025.156193. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.